Event description:
It was reported that during a laparoscopic gastric bypass, the device cut but fired malformed staples on the fifth firing. The device was reloaded and worked without any problems throughout the rest of the procedure. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.